Event description:
Treatment of a right unruptured paraophthalmic ica (internal carotid artery) aneurysm measuring 8mm. It was reported that the patient underwent pipeline embolization treatment on (B)(6) 2013 and was sent to MRI (magnetic resonance imaging) the following day complaining of headaches. The MRI showed the ica occluded with a clot formation in the pipeline device region. The vessel proximal to the pipeline was sacrificed. No other injuries were reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).